Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient experienced lightheaded/dizziness and had a black stool. A hemoglobin (hgb) was at 4.8 g/dl. The patient was hospitalized on unspecified date and transfused with 6 units of leukoreduced irradiated packed red blood cells, received protonic, vitamin k, pantoprazole to increase hgb and reach inr goal less than 2.5. An acetylsalicylic acid (asa) and coumadin were on hold. A colonoscopy was not performed as the patient had sigmoid diverticulosis and recently removed small 3 mm tubular adenoma in the descending colon. A tagged red blood cells scan came back negative. An upper endoscopy on (B)(6) 2018 and a capsule endoscopy given on (B)(6) 2018 showed no evidence of active or recent bleeding. A source of bleeding was not found. Per clinicians the patient bleeding thought to be attributed to elevated inr and most likely source of small bowel arteriovenous malformation (avm). The patient symptoms lightheaded/dizziness resolved, hgb stabilized, and on (B)(6) 2018 the patient was discharged.